Event description:
It was reported that, during a photoselective vaporization of the prostate procedure, it was observed that the fiber beam was not side firing but forward firing. The fiber was replaced, and the procedure was completed successfully with no patient complications.

Manufacturer narrative:
The product was not returned for analysis; therefore, technical analysis could not be performed. However, analysis of the media provided was performed. The photos did not show information relevant to the reported allegation. Therefore, the reported complaint could not be confirmed based on media inspection.

Event description:
It was reported that, during a photoselective vaporization of the prostate procedure, it was observed that the fiber beam was not side firing but forward firing. The fiber was replaced, and the procedure was completed successfully with no patient complications.